Manufacturer narrative:
E1 facility name: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was not confirmed. During the physical and visual inspection, the cutting knife extended to 2mm without any missing parts or functional abnormalities. A root cause could not be identified. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection (esd), the distal end of the subject device fell during use. The piece that fell off was recovered successfully but resulted in a procedural delay for an unknown duration. The procedure was completed with a similar device. There were no further reports of patient harm.